Event description:
It was reported that the during detention, there was a urine leakage from the y connector area of the foley catheter, and it stopped when the urine collection bag was removed and inserted again to the depth. May be because the connector was blocked by the connector on the back side when it was inserted too deeply. Leakage of urine near y-connector, near drainage funnel.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during detention, there was a urine leakage from the y connector area of the foley catheter, and it stopped when the urine collection bag was removed and inserted again to the depth. May be because the connector was blocked by the connector on the back side when it was inserted too deeply. Leakage of urine near y-connector, near drainage funnel.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 all silicone foley catheter. Upon visual inspection of the sample noted a hole in the funnel arm upon return measuring. (0.018"). Also received 4 photo samples: first photo sample shows top view of catheter and syringe used for reported event. Second photo sample shows top view of trifurcation site. Third photo sample pink arrow pointing towards location of hole on funnel arm. Fourth photo sample shows funnel arm. Fifth photo sample shows inflation cap. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. Initial reporter name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.